Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 440 mg/dl. The customer reported unexplained high blood glucose levels and not receiving any alarms. The customer had not symptoms of the highs and did not treat. The customer did troubleshoot, however was unable to complete due to not having the necessary equipment to test for the high-pressure-test alarm. The customer¿s current blood glucose level was 508 mg/dl. The insulin pump will not be returned for analysis.